Event description:
The lead was capped and explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold and a decrease in sensing were observed on the right ventricular lead. Upon further review, the physician noted that it is related to patient's physiology. The lead was explanted and replaced. The patient was in stable condition.